Event description:
The disposable loading unit was used disposable stapler during a total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.